Event description:
It was reported that the patient underwent a surgical procedure for explant of their artificial urinary sphincter (aus) due to urethral atrophy and recurring incontinence. All device components were removed. A new aus was then implanted without complication. The explanted components are not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.